Event description:
It was reported the patient's ipg was unable to communicate with external devices. As a result the patient lost therapy. The next course of action is undetermined at this time.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.